Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with pocket infection. Redness, mild erosion without device visibility was observed. Scaly skin surface over the suture line was noted. The physician did not allege the infection was products or procedure related. The device system was explanted and replaced. The patient¿s condition was stable.